Event description:
Boston scientific received information that this patient presented to this clinic for the first time reporting they had been referred due to an unspecified product performance issue with the right atrial (ra) lead. The health care professional (hcp) was unable to obtain an impedance measurement. A boston scientific technical services consultant recommended testing the lead impedance in a doo mode. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was checked at the hospital and no revisions to the lead have been made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, this report will be updated.